Event description:
The customer reported that a pt death occurred while being monitored by a philips device.

Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred while being monitored by a philips device. The user indicates that there is no known correlation between the death and operating of the monitor. However, the clinician reports that the cited monitor appears to silence itself in response to high priority alarm condition. Pt harm is possible should the user be unaware of a change in the pt's status when the pt's vital signs have exceeded the monitor's preconfigured parameters. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.